Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room with ketones (amount was not known) and was subsequently admitted to the intensive care unit with diabetic ketoacidosis; cause was not known. A blood glucose level was not provided. Customer was treated with intravenous fluids of saline and insulin and was discharged 5 days later. The customer continued to use the pump for insulin therapy. No additional information regarding this event was available.